Manufacturer narrative:
Device is not being returned for evaluation.

Event description:
The rn called during a case to report that they were unable to get a continuous response from their nim 3.0. They would occasionally hear a tone indicating that they were close to the nerve, but never the consistent tone indicating a response. Electrodes were checked and everything had green status. They were getting stimulation, and they're audio setting was on "continuous tone." The doctor decided to stop using the nim. No impact to patient outcome. The equipment was later tested at the facility and was working properly and therefore, not being returned for evaluation.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.